Event description:
It was reported that the roi-c anchoring plate was stuck and could not advance further into the roi-c cage. A wider 15x5 cage and alternate anchoring plates were used as a replacements for surgery completion. There were no reported patient impacts. This is report 2 of 2 for this event.

Manufacturer narrative:
Corrected information in b9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one roi-c anchoring plate for the failure of getting stuck/jammed in the cage during surgery. This device is used for treatment. No medical records were provided with the complaint. Inspection the devices show the anchoring plate stuck inside the cage. The complaint is confirmed. DHR review the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause the failure is most likely to occur from hard (sclerotic) bone and not using the starter awl, skipping impactor #1 and using only impactor #2, or interference with an adjacent construct (typically a caspar pin). A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00149.

Event description:
It was reported that the roi-c anchoring plate was stuck and could not advance further into the roi-c cage. A wider 15x5 cage and alternate anchoring plates were used as a replacements for surgery completion. There were no reported patient impacts. This is report 2 of 2 for this event.